Event description:
Patient was revised, because fracture lost reduction due to loosening, and required open reduction/internal fixation. No signs of breakage.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the plate part and lot number combination. The part and lot number for the screw was not provided. Provided information states the fracture lost reduction, which led to the revision. It was found one of the screws were loose. It is unknown why the screw became loose. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.